Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 600¿m laser fiber was used during a laser - therapy procedure in the prostate performed on (B)(6) 2017. Reportedly, the laser unit used was a vela xl laser. According to the complainant, during the procedure, the connector of the laser fiber overheated and melted the sma boot/strain relief during the procedure. The physician/nurse was not burned as a result of the event. The procedure was completed with the same lighttrail reusable 600¿m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
One lighttrail reusable 600um laser fiber was received for evaluation. Visual analysis revealed that the sma connector was separated from fiber. Both the fiber and connector were returned for analysis. There was a burn mark at the break indicating that the fiber broke during use. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable 600um laser fiber was used during a laser - therapy procedure in the prostate performed on (B)(6) 2017. Reportedly, the laser unit used was a vela xl laser. According to the complainant, during the procedure, the connector of the laser fiber overheated and melted the sma boot/strain relief during the procedure. The physician/nurse was not burned as a result of the event. The procedure was completed with the same lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.